Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had unexplained high blood glucose and was hospitalized in intensive care unit. Customer's blood glucose reading at the time of hospitalization was 479 mg/dl. Caller stated that the customer's insulin pump was constantly alarming no delivery and customer was vomiting prior to hospitalization. Nothing further was reported.